Event description:
On (B) (6) 2008, the patient reported she has received several occlusion messages on her insulin infusion device since last night. She said last night, she primed out of the tubing and then reconnected to her infusion headset. She stated when she received occlusions today, she disconnected from her headset and bolused out of the tubing. The patient said when she connected the tubing and headset, it was "not clicking like usual". The headset had been in use for about 48 hours. She inserted a new infusion headset, reconnected to her device and bolused 3 units of insulin without error. She stated the headset and tubing attached easier than before but they still did not "click" as loud as usual. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.